Manufacturer narrative:
The event was reported to vapotherm on 01/14/2011. The unit was received at vapotherm on (b)96) 2011. The unit was run at various flow settings for 72 hrs without an incident. We could not duplicate the issue. It was reported that the pt was not on a monitoring device. The operation manual general warnings states, the precision flow is not a ventilator and should not be used as life support, and additional pt monitoring is necessary if the precision flow is used to give supplementary oxygen.

Event description:
A certified nursing assistant alerted the pulmonary staff that the vapotherm unit was not flowing and the pt's o2 saturation was at 47%. The respiratory therapist on duty found that the display on the vapotherm unit was black, no flow was present and no alarms were engaged. A non-rebreather mask was applied until the vapotherm was replaced. The defective vapotherm was removed from service pending an investigation.